Event description:
Caller states, the patient tested 7.0 inr on the coagucheck system and 5.23 inr on comparison lab. Held dose of coumadin while waiting for lab result. No adverse event reported. Requested return of suspect system and replacement was sent.